Manufacturer narrative:
(B)(4). Per nonconformity report, the maquet territory manager instructed the customer to use section 8.2 of the cardiohelp user manual to calibrate the touchscreen. The customer informed the territory manager that the calibration would be performed in a day or two because the patient could not currently be off support in order to calibrate the touchscreen. (B)(4).

Event description:
On (B)(6) 2012, it was identified that cardiohelp (serial number (B)(4)) touchscreen "drifted out of calibration". According to the customer, the unit has been on a patient for a week and a half and the icons for some features are becoming more difficult to activate via the touch screen. Reference: complaint (B)(4).